Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal and gastric fundus variceal sclerotherapy procedure performed on (B)(6) 2026. It was reported that during the procedure, the ligation device was attempted to be deployed; however, it detached from the last band, failed to deploy properly, making the device unusable. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The device returned and it was found during visual inspection that the slack was not taken up and the handle does not have evidence that the trip wire was secured to the post. Also, the ligator housing did not return for analysis, but during the media inspection of the pictures and video provided by the customer, the ligator housing was observed. However, the reported issue could not be identified, only evidence of manipulation of the ligator housing was noted. Based on the evidence, the reported event of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labeled indications. Take up slack by pulling the proximal end of the trip wire on the handle unit and secure the trip wire in the slot on the handle unit. However, the slack was not taken up, and the handle did not have evidence that the trip wire was secured to the post. This can ultimately affect the way the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire not to function properly with the handle when pulling the bands. Also, the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal and gastric fundus variceal sclerotherapy procedure performed on (B)(6) 2026. It was reported that during the procedure, the ligation device was attempted to be deployed; however, it detached from the last band, failed to deploy properly, making the device unusable. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.